Manufacturer narrative:
See MFR: 3012307300-2017-02197, 3012307300-2017-02199, 3012307300-2017-02200, 3012307300-2017-02201.

Event description:
It was reported that the adhesive of a cleo® 90 infusion set was not sticking well and pulled off the patient's body. The patient did not notice any damage to the device packaging when the package was first opened. The patient's blood glucose levels were "as high as" 524mg/dl at the time of the event. To address the high blood glucose levels, the patient changed infusion sets and administered a corrective bolus. The patient had ketones, but the ketones were identified by a health care provider as being non-life threatening. The patient's doctor advised the patient to drink a lot of water to bring ketone levels down. No permanent injury was reported.